Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
Report received from an international affiliate (another country) of a tubing separation and leakage of a chemotherapeutic agent. Reportedly, the pt was receiving a continuous infusion of 5fu via a PICC line. The 5fu infusion was to be completed at 10:00am. The pt reported: "she found herself well" between 5:30am and 6:00am. At this time, the nurse noted that the tubing had separated from the distal end of the filter. The pt was reported to have missed 4 hours of her 5fu infusion. There were no reported adverse effects to the pt or healthcare provider. Though requested, no additional info was provided.